Manufacturer narrative:
(B)(4). Additional concomitant medical products: cemented femur ps, catalog #: 42500006001, lot #: 62665221; fixed bearing articular surface ps, catalog #: 42511400511, lot #: 62632002. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00205, 0001822565-2018-06420, 0002648920-2018-00823. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain.